Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) female pt whose incision opened up and fistula on her midline opened after placement of seprafilm. It was reported that seprafilm did not dissolve (product dissolution decreased). No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2014, the pt underwent cesarean section. On the same day, seprafilm from a large sheet that was cut into 4 squares that was placed under the incision site of uterus and on rectus muscle, once, (2 squares each, route, dose, formulation, batch/lot number and expiration date: unk) to prevent adhesion. On (B)(6) 2014, the left part of the incision opened up and was repaired/drained at the emergency room (ER). The incision healed but on (B)(6) 2014, a fistula on the pt's midline opened and did not heal. Finally, surgery was performed on an unk date in 2014 and a "4x4 cm" piece of "plastic" was removed from the wound. It was reported that the "plastic" disintegrated when placed in formulin. As per the physician, the "plastic": was seprafilm that did not dissolve. The physician stated that the was recovering from the second surgery.

Manufacturer narrative:
Outcome: recovering/resolving for the event of fistula on the pt's midline opened, recovered/resolved for the event of incision opened up. A pharmaceutical tech complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: required intervention for the event of fistula on the pt's midline opened. Phamacovigilance comment: sanofi company comment dated (B)(4) 2015 - this initial case concerns a (B)(6) female pt who underwent c-section and seprafilm was placed in her to prevent adhesions. The fistula on pt's midline opened for which a surgery was performed on her. Since the product and event are temporally related, therefore, the causal relationship between the product and event cannot be ruled out. However, due to lack of info regarding underlying concurrent medical conditions and clinical course of the event, the definitive etiology for the event could not be explained.

Manufacturer narrative:
Outcome: recovering/ resolving for the event of fistula on the patient's midline opened; recovered/ resolved for the event of incision opened up. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: required intervention for the event of fistula on the patient's midline opened. Additional information was received on may 4, 2015. The information on the sheet that was used was added. Text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated may 7, 2015: the follow-up information received does not change the previous case assessment. Sanofi company comment dated may 27, 2015: this initial case concerns a (B)(6) female patient who underwent c-section and seprafilm was placed in her to prevent adhesions. The fistula on patient's midline opened for which a surgery was performed on her. Since, the product and event are temporally related, therefore, the causal relationship between the product and event cannot be ruled out. However, due to lack of information regarding underlying concurrent medical conditions and clinical course of the event, the definitive etiology for the event could not be explained.

Event description:
It was reported that a five by six inch square sheet was used and it was cut like a window pane up through the middle. It was further reported that there were four sheets that were four by six centimeters. It was also reported that the physician cut the sheet while it was still in the white paper on the top and the bottom, shifted the plastic forward and placed it face down on the tissue. On (B)(6) 2014, the left part of the incision opened up and was repaired drained at the emergency room (ER). The incision healed but on (B)(6) 2014, a fistula on the patient's midline opened and did not heal. Finally, surgery was performed on an unknown date in 2014, and a "4x4 cm" piece of "plastic" was removed from the wound. It was reported that the "plastic" was clear and it was also clear when it was removed from the body. It was further reported that the "plastic" was mostly intact square with a corner missing when placed in formalin. As per the physician, the "plastic" was seprafilm that did not dissolve. It was also reported that there was no other plastic sheeting used so she was assuming it was the seprafilm. The physician stated that the patient was recovering from the second surgery.

Event description:
This unsolicited device case from united states was received on 24-mar-2015 from a physician. This case concerns a (B)(6) female patient whose incision opened up, fistula on the patient's midline opened/abdominal skin to peritoneum fistula and had foreign body reaction/plastic from pouch after receiving treatment with seprafilm. Patient's medical history included prior ectopic gestation s/p laparoscopy (2007). No relevant past drugs and concurrent conditions were reported. Relevant concomitant medications included prenatal vitamins. The patient did not have any allergies. On (B)(6) 2014, the patient underwent cesarean section. On the same day, seprafilm from a large sheet that was cut into 4 squares that was placed under the incision site of uterus and on rectus muscle, once, (2 squares for the incision, 1 for the uterus and 1 for the rectal muscle; route, dose, formulation, batch/lot number and expiration date: unknown) to surgical adhesion barrier. It was reported that a five by six inch square sheet was used and it was cut like a window pane up through the middle. Further reported, the film was cut into 4 quadrants (02 were placed on hysterotomy, 01 on fundus and one on rectus muscles for adhesion barrier). It was further reported that there were four sheets that were four by six centimeters. It was also reported that the physician cut the sheet while it was still in the white paper on the top and the bottom, shifted the plastic forward and placed it face down on the tissue. It was reported that there was wound opening and drainage 03 months post operation and it developed into abdominal skin to peritoneum fistula. On (B)(6) 2014, the left part of the incision opened up and was repaired/ drained at the emergency room (ER). The incision healed but on (B)(6) 2014, a fistula on the patient's midline opened and did not heal. On an unknown date, after unknown latency, the patient developed foreign body reaction. On(B)(6) 2015, surgery was performed and a 4x4 cm piece of plastic was removed from the wound. It was reported that the "plastic" was clear and it was also clear when it was removed from the body. It was further reported that the "plastic" was mostly intact square with a corner missing when placed in formalin. It was reported that the plastic disintegrated when placed in formalin. Reportedly, the physician thought that the "plastic" was seprafilm that did not dissolve. It was reported that no other clear item was used in surgery except seprafilm. Further reported, there was no other plastic sheeting used so she was assuming it was the seprafilm. The physician stated that the patient was recovering from the second surgery. A sample was submitted to quality control for analysis as part of the investigation for the (B)(4). The sample had been removed from a patient and was reported to possibly be seprafilm. The quality control was asked to identify the material and to determine if it was seprafilm. It was reported that the material was photographed, measured and analysed by ftir using the atr accessory. It was reported that the measurement of the material was consistent with an upper quadrant of the polyolefin side of the seprafilm envelope. The material was overlaid and photographed to show the comparison. It was reported that there was an l-shaped corner in the sample that was curved in the corner and matched the cut out in the envelope. Reportedly, the results of analysis showed that the sample was not consistent with the seprafilm reference spectrum but was consistent with the known reference of the polyolefin side of the envelope. It was reported that based on the analysis of the measurement and ftir data the sample was consistent with the clear, polyolefin portion of the seprafilm envelope. It was reported that it was confirmed that the item was the plastic from the pouch and not seprafilm. Outcome: recovering/ resolving for the event of fistula on the patient's midline opened/abdominal skin to peritoneum fistula; recovered/ resolved for the event of incision opened up; unknown for foreign body reaction/plastic from pouch a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The return specimen was analyzed by genzyme. Analysis showed the specimen was not consistent with seprafilm; it was consistent with the clear, polyolefin portion of the tyvek/polyolefin pouch. The tyvek/polyolefin pouch was a packaging component for seprafilm. A root cause for this event was determined to be improper use of the tyvek/polyolefin pouch. The polyolefin portion of the tyvek/polyolefin pouch closely resembled the film; both were shiny, clear, thin sheets. If the polyolefin portion of the tyvek/polyolefin pouch was cut during use of seprafilm it may be misinterpreted as film. Seprafilm us instructions for use (IFU) state to remove the holder containing seprafilm from the polyolefin sleeve and then where applicable, cut membrane and holder with scissors to desired size and shape. Although the IFU includes removing the holder containing the seprafilm prior to cutting, as a corrective action and a preventive action (CAPA) the polyolefin portion of the tyvek/polyolefin pouch would be modified so that it was more easily distinguishable from the seprafilm. Genzyme/sanofi quality assurance would continue to monitor and trend product events and evaluate the need for additional capas if similar events were received in the future. Seriousness criteria: required intervention for the event of fistula on the patient's midline opened/abdominal skin to peritoneum fistula. Additional information was received on 04-may-2015. The information on the sheet that was used was added. Text amended accordingly. Additional information was received on 12-may-2015. Event term of fistula on the patient's midline opened was updated to fistula on the patient's midline opened/abdominal skin to peritoneum fistula. Additional event of foreign body reaction with details was added. Indication of the suspect product was updated from prevent adhesion to surgical adhesion barrier. Medical history was added. Concomitant medication of prenatal vitamins was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 29-jun-2015. The event term was updated from "foreign body reaction" to "foreign body reaction/ plastic from pouch". The previously reported event "seprafilm did not dissolve" was deleted as it was confirmed that the item was the plastic from the pouch and not seprafilm which the physician earlier thought the "plastic" was seprafilm that did not dissolve. Clinical course updated and text was amended accordingly. Additional information was received on 19-aug-2015. Global ptc number and ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 10-jul-2015 & 25-aug-2015: follow-up information received does not change the previous case assessment. Sanofi company comment dated 27-mar-2015: this initial case concerns a (B)(6) female patient who underwent c-section and seprafilm was placed in her to prevent adhesions and later a fistula on patient's midline opened for which a surgery was performed on her. Since, the product and event are temporally related, therefore, the causal relationship between the product and event cannot be ruled out completely, however, due to lack of information regarding underlying concurrent medical conditions, detailed medical history, clinical course of the event precludes a comprehensive assessment of this case.

Manufacturer narrative:
Outcome: recovering/ resolving for the event of fistula on the patient's midline opened/abdominal skin to peritoneum fistula; recovered/ resolved for the event of incision opened up; unknown for foreign body reaction/plastic from pouch. Seriousness criteria: required intervention for the event of fistula on the patient's midline opened/abdominal skin to peritoneum fistula. Additional information was received on june 29, 2015. The event term was updated from "foreign body reaction" to "foreign body reaction/ plastic from pouch". The previously reported event "seprafilm did not dissolve" was deleted as it was confirmed that the item was the plastic from the pouch and not seprafilm which the physician earlier thought the "plastic" was seprafilm that did not dissolve. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: (B)(4) follow-up company comment dated july 10, 2015: follow-up information received does not change the previous case assessment.

Event description:
On an unknown date, after unknown latency, the patient developed foreign body reaction. On (B)(6) 2015, surgery was performed and a 4x4 cm piece of plastic was removed from the wound. It was reported that the "plastic" was clear and it was also clear when it was removed from the body. It was further reported that the "plastic" was mostly intact square with a corner missing when placed in formalin. It was reported that the plastic disintegrated when placed in formalin. Reportedly, the physician thought that the "plastic" was seprafilm that did not dissolve. It was reported that no other clear item was used in surgery except seprafilm. Further reported, there was no other plastic sheeting used so she was assuming it was the seprafilm. The physician stated that the patient was recovering from the second surgery. A sample was submitted to quality control for analysis as part of the investigation for the complaint ((B)(4)). The sample had been removed from a patient and was reported to possibly be seprafilm. The quality control was asked to identify the material and to determine if it was seprafilm. It was reported that the material was photographed, measured and analyzed by ftir using the atr accessory. It was reported that the measurement of the material was consistent with an upper quadrant of the polyolefin side of the seprafilm envelope. The material was overlaid and photographed to show the comparison. It was reported that there was an l-shaped corner in the sample that was curved in the corner and matched the cut out in the envelope. Reportedly, the results of analysis showed that the sample was not consistent with the seprafilm reference spectrum but was consistent with the known reference of the polyolefin side of the envelope. It was reported that based on the analysis of the measurement and ftir data the sample was consistent with the clear, polyolefin portion of the seprafilm envelope. It was reported that it was confirmed that the item was the plastic from the pouch and not seprafilm.

Manufacturer narrative:
Additional information was received on may 12, 2015. Event term of fistula on the patient's midline opened was updated to fistula on the patient's midline opened/abdominal skin to peritoneum fistula. Additional event of foreign body reaction with details was added. Indication of the suspect product was updated from prevent adhesion to surgical adhesion barrier. Medical history was added. Concomitant medication of prenatal vitamins was added. Clinical course was updated. Text was amended accordingly.

Event description:
It was reported that a five by six inch square sheet was used and it was cut like a window pane up through the middle. Further reported, the film was cut into 4 quadrants (02 were placed on hysterotomy, 01 on fundus and one on rectus muscles for adhesion barrier). It was further reported that there were four sheets that were four by six centimeters. It was also reported that the physician cut the sheet while it was still in the white paper on the top and the bottom, shifted the plastic forward and placed it face down on the tissue. It was reported that there was wound opening and drainage 03 months post operation and it developed into abdominal skin to peritoneum fistula. On (B)(6) 2014, the left part of the incision opened up and was repaired/ drained at the emergency room (ER). The incision healed but on (B)(6) 2014, a fistula on the patient's midline opened and did not heal. On an unknown date, after unknown latency, the patient developed foreign body reaction. On (B)(6) 2015, surgery was performed. It was reported that exploratory laparotomy excised approximately five by five centimetre foreign body which appeared to be plastic sheeting was removed from the wound. It was reported that the "plastic" was clear and it was also clear when it was removed from the body. It was further reported that the "plastic" was mostly intact square with a corner missing when placed in formalin. As per the physician, the "plastic" was seprafilm that did not dissolve. It was reported that no other clear item was used in surgery except seprafilm. Further reported, there was no other plastic sheeting used so she was assuming it was the seprafilm. The physician stated that the patient was recovering from the second surgery.